Event description:
Patient was revised to address fracture of the bipolar locking mechanism resulting in disassociation of the head from the bipolar shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.